Event description:
It was reported that the patient¿s ipg has reached eol. It is unknown of if the ipg prematurely depleted. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.